Event description:
It was reported that the patient experienced mild incontinence with an artificial urinary sphincter (aus) leading to the patient using between 2 to 3 pads a day. A surgical procedure was performed in which the existing cuff was removed and replaced. Upon explant, no device malfunctions were noticed; however, tissue atrophy was identified. There were no other patient symptoms or complications and the physician did not believe the device caused the incontinence. The patient fully recovered following the intervention.

Event description:
It was reported that the patient experienced mild incontinence with an artificial urinary sphincter (aus) leading to the patient using between 2 to 3 pads a day. A surgical procedure was performed in which the existing cuff was removed and replaced. Upon explant, no device malfunctions were noticed; however, tissue atrophy was identified. There were no other patient symptoms or complications and the physician did not believe the device caused the incontinence. The patient fully recovered following the intervention.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the thread observed in the cuff did not have an impact on the functionality of the device. The reported allegations were not confirmed with product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the component identified a tiny piece of thread coming out of the cuff band near the buttonhole area. Upon microscopical analysis it was observed that the band was not torn and there were no leaks identified. This defect would not have an impact on the functionality of the device. Inspection of the remainder of the component did not identify any irregularities. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists atrophy and urinary incontinence as a potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.